Event description:
It was reported that the pump was not working properly. Resulting in the customer being admitted to the intensive care unit with diabetic ketoacidosis. No additional information was provided.